Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe could not cut, and it still failed to cut even the cutting speed was reduced to 10000 cuts per minute (cpm) during vitrectomy surgery. The procedure was completed after replacing it with another pack. There was no patient impact.